Manufacturer narrative:
Product event summary: the device was returned and analyzed. Additionally, performance data from the device was received and analyze d. Analysis revealed there were no anomalies. Analysis of the device memory indicated the unexpected delivery of ventricular tachyarrhythmia therapy. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient experienced inappropriate shocks on two occasions. The device was removed and replaced and the lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.